Event description:
Customer reported that the down arrow button was unresponsive. The blood glucose reading was 197 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response on keypad connector unlocked. Insulin pump received with cracked reservoir tube lip and minor scratches on display window.